Manufacturer narrative:
On 04/14/2017 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Surgeon monitor cable is very difficult to unplug and plug in. Communication frequently lost between camera and computer. Disconnect happens very frequently. On 04/18/2017 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. The camera was cycling multiple times throughout different parts of the software; the surgeon monitor cord was difficult to plug-in. After replacing the external camera cable, testing hardware (scu, cable connections, and camera, then ran the ndi rev 14 update.. After running the update, no further issues were seen. Medtronic representative traced all cable connections throughout the cart and the I/o hub > cpu usb cable was at a sharp angle on the cpu side and the camera connection would cycle while manipulating this connection. The medtronic representative wapped usb ports on the cpu confirming more secure. On 04/19/2017 a medtronic representative performed a navigation system check-out, all areas passed. Issue resolved. System performed as intended. Return requested. Replacement ext scu to r/a psu cable shipped to site 04/14/2017. Medtronic investigation of returned suspect cable finds that, as returned, the right angle lemo connector shell had been removed. The blue wire has broken off and the pins are bent. Not able to test functionality. Physical damage. Connector damaged, pin bent/missing. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a cranial resection procedure, the navigation system camera localizer disconnected. The navigation system camera localizer disconnected unexpectedly and then re-connected . After it reconnected, two beeps were heard, confirming communication between camera and computer. No changes were being made in the running software to prompt a disconnect between the two. It spontaneously disconnected and a red error bar was seen on the bottom of the screen displaying: localizer disconnected. No further details regarding the behavior, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.